Event description:
It was reported to philips the device intermittently loses connection to ac module. There was no patient involvement. The device was evaluated by the customer with assistance from a philips call center representative. The customer was advised to start by replacing the battery pca and then the power pca if the symptom continued. The call center provided the customer with part numbers for both. It was later clarified with the customer via email that the customer replaced the battery pca which returned the device to working condition. The customer replaced the battery pca to resolve the issue. The device remains with the customer.

Event description:
It was reported to philips the device intermittently loses connection to ac module. There was no patient involvement.